Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that a minimum fill notification occurred after loading a cartridge. Reportedly, the cartridge was filled with approximately 116.4 units of insulin. Blood glucose level was 129 mg/dl.